Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 428 mg/dl when she woke up, which she treated with a manual insulin injection. The customer originally attempted to treat with the insulin pump but her blood glucose remained high. She stated that there was a blockage in her insulin pump and that the device sometimes fails to alarm with no delivery when the device does not deliver insulin. The customer was advised that there may not have been enough pressure built up to trigger a no delivery alarm. Troubleshooting for the high blood glucose was declined, and the customer changed her infusion set and resumed insulin pump therapy. No products were returned or replaced.